Event description:
It was reported that the patient was hospitalized for dyspnea, discomfort and a racing heart. A device interrogation showed that the atrial lead had far field r wave oversensing. The parameters on the lead were reprogrammed and it remains in use. It was noted that the patient was taking part in the 5076mri study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: a3dr01, implantable pulse generator (ipg), implanted: (B)(6) 2013.3 product ID: 5076-58, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).